Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support to report that the xhibit central station (xcs) was going offline for all beds for ten minutes before returning on its own. There was no report of patient or user harm associated with the event. Spacelabs technical support advised the customer that the issue indicated a possible network problem and to reach out to their internal networking team. At this time additional information is not available. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.